Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor images provided which leads to inconclusive result. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Regarding pta the instructions for use (IFU) state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' A stent size selection table is part of the IFU describing the relationship between vessel diameter and stent diameter. Holding and handling of the system throughout deployment including accessories to be used was found sufficiently described. 'Stent occlusion/thrombosis' was found mentioned a potential adverse event/ complication that may occur. H10: g3 h11: h6 (method) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a stent placement procedure via common femoral vein, the stent allegedly caused a restenosis at the treatment site. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: one provided image demonstrates two overlapping stents inside vessel. A stent irregularity or fracture is not visible; the stents appear regularly expanded on the single image so that a device deficiency cannot be confirmed. A relation of the reported isr to the stent cannot be verified. The investigation leads to inconclusive result. In this case limited information was provided. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) describes holding and handling of the system throughout the procedure for regular deployment. Regarding pta the IFU state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended', and 'post stent expansion with a balloon dilatation catheter is recommended.' Under required material the IFU state: '8f introducer for stent diameters of 10 mm and 12 mm (...) 0.035 inch (0.89 mm) diameter guidewire.' A stent size selection table is part of the IFU describing the relationship between vessel diameter and stent diameter. 'Stent occlusion/thrombosis' was found mentioned a potential adverse event that may occur. B5, g3, h6 (method) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 61-year-old male patient was under a placement of two venovo stents in the left lower limb due to thrombus formation. It was reported that the post-stent placement procedure, a three-month postoperative examination on (B)(6) 2025, confirmed stent patency with partial ulcer shrinkage. However, a six-month follow-up ultrasound (date unspecified) revealed thrombus formation within the stent. CT imaging also showed continued ulcer shrinkage, though the ulcer remained present. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post stent placement procedure via common femoral vein, the stent allegedly caused a restenosis at the treatment site. The current status of the patient is unknown.